Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jul-28. It was reported that replacement had not been planned as of now.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid [25 mg/ml] at a dose of 15.1 mg/ml] via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient fell on the battery and that when they read the pump it started motor stalling on (B)(6) 2017. It was indicated that the patient fall was a factor that may have led or contributed to the issue and that around that time the logs reported motor stall. It was indicated that the pump was turned to minimum rate and that replacement may be scheduled. At the time of the report the issue was not resolved and it was unknown if surgical intervention was planned. The patient status was ¿alive -no injury.¿ the patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time were not obtained as they were unavailable to the manufacturer. No complications were reported.